Manufacturer narrative:
Nalu was not notified of the explant at the time it occurred and thus no nalu personnel were present for the procedure. No lab culture results have been made available to the firm and the type of infection is unknown. The cause and source of the infection is unable to be conclusively determined with the information available infection is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 to treat knee pain. On (B)(6)024 the firm was notified that the patient had developed an infection at the incision site and the nalu system had been explanted on (B)(6)2024 due to that infection.